Event description:
It was reported via repair work order that the cot could not lower due to an obstruction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.